Event description:
It was reported that during a knee procedure using a paragon tc icw wand, allegedly the blue ring on the wand flaked off into the surgical site. The site had to be flushed to ensure that no debris was left inside the surgical site. There were no significant delays or pt complications reported as a result of this event.